Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient  reports device has not been working correctly since "less than a month after getting it". The patient reports had an x-ray done of device and states "something wrong with the wire, not in right place where it should be". The patient reports has a corrective procedure scheduled on 11/18/21. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2aqd1, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.